Manufacturer narrative:
(B)(4). Date sent: 8/8/2024. D4: batch # unk. B3: event day and month unknown. Captured as 1/1/24. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Did the device lock-out (no staples deployed and no cut line started)? 2. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? 3. Or, did the device fully fire and stop during the automatic knife return? 4. Was there any difficulty opening the device jaws? 5. If yes, what steps were taken to open the jaws. 6. If the jaws could not be opened, how was the device removed. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload (a) was received. The reload was received partially fired 3/4 and with damage on reload deck. No functional test was performed due the condition of the reload. Additionally, photos were provided and they showed the condition of the reported event. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 506c78, and no non-conformances were identified.

Event description:
It was reported that the cartridges were stuck during firing with pcee60a twice. No patient consequences reported. No further information is available.